Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap cholecystectomy- "used bag to retrieve specimen (gallbladder) during lap chole. Bag ripped as surgeon was attempting to bring gallbladder through trocar site. While closing incision surgeon found piece of bag in incision." Patient status: "well."

Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the bag had burst near the distal end and the bag seam remained intact. Engineering noted that the material around the burst showed discoloration, indicating stretching. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. Instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.